Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient¿s blood glucose (bg) was elevated to 300-500mg/dl for the past week. And when the bg is elevated to 500mg/dl the patient is nauseated and cannot concentrate. The patient was treated with humalog and the bg went down to 67mg/dl with shakiness. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. Customer support (cs) reviewed the pump and it was off by one hour due to fall time change. All other settings were correct. Cs advised the reporter that it was adequately determined that the that event does not involve a possible pump malfunction. This report is being made due to the patient¿s hyperglycemic event that may have been contributed by not setting the time on the pump correctly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (not setting the correct time on the pump). This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on 02/24/2015 with the following findings: the black box begins on (B)(6) 2015. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2013 have been overwritten. Review of the available black box and alarm history shows no eaw¿s related to the complaint. The daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. A delivery accuracy test was performed; pump passed and was found to be delivering within the required specifications. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Returned cartridge cap/returned battery cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.